Event description:
The patient developed a stage 3-4 ulcer on their nose, underneath the top part of the mask, within 24 hours of initiation.currently reviewing the mask and procedures for applying and tightening the mask.